Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), which has been implanted for less than 4 years, does not meet the physicians expectations for longevity.